Event description:
During a therapeutic replacement of the enteral feeding system the device tore at the mid shaft and the bolster remained inside the stomach cavity. With the aid of an endoscope the bolster was successfully removed with no adverse affects to the pt.